Manufacturer narrative:
Stryker product assessment center evaluated the device and was able to verify the issue. The cause of the reported issue could not be determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device screen wasn't coming on during inspection of the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device screen wasn't coming on during inspection of the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.